Event description:
The intra-aortic balloon pump was inserted into the pt on 12/1/97 and removed 12/5/97 at 7:00 pm after intra-aortic balloon pump for 120 hrs. The dr commented that the intra-aortic balloon pump did not function well post procedure. The pt had bleeding that was not severe. (Event complications: bleeding/not severe-reported 5/15/98.) (Pt's current status: unk-reported 5/15/98.)